Event description:
It was reported that a (B)(6) female was admitted into the hospital for septic shock eight days post-op after a balloon sinuplasty. Toxic shock syndrome was ruled out by the hospital. The hospital could not determine that the use of the stammberger sinu-foam nasal dressing had any influence with the patient's condition. Cultures taken during the procedure were found negative. Information provided indicates the patient is fully recovered.